Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes loss of ventricular capture. The ventricular lead had dislodged and was capturing the atrium. The lead was replaced.